Event description:
A patient reported blood glucose results of "6 and 192 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, lthe calculated difference of these glucose results exceeds the expected value of <=20% and/or <= mg/dl, therby indicating a potential malfunction of the meter in terms of precision.